Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - cer opt type 1 tpr sleve 0mm/ pn 650-1066/ ln 6473250, cer bioloxd option hd 28mm/ pn 650-1055/ ln 231660, unknown stryker shell, unknown bearing . Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and possible infection and/or loosening approximately eight years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing pain and possible infection or stem loosening approximately eight years post-implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Review of the sterilization certificate for all the reported products in the event identified the products have left the zimmer biomet manufacturing site sterile. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.